Event description:
It was reported that the patient was implanted nine days prior to report. It was reported that prior to implantation the manufacturer representative attempted to ¿top off¿ the implant but was unable to communicate with the implantable neurostimulator recharger (insr). It was noted a second insr was used but failed to communicate. It was reported the manufacturer representative reset the insr and the screen went straight to antenna locate feature and they were able to recharge from that point. It was reported that on the day of report the insr would not charge the implant. It was noted that the insr was reset again but still did not charge the implant. It was reported a second insr was used but was not successful. It was reported that the caller had the patient perform an antenna locate and they were able to recharge successfully. It was noted the caller was able to connect to the ins with the patient programmer and clinician programmer. It was reported the patient¿s recharger was not charging their device. Additional information reported the patient has been unable to recharge their device despite multiple programmers being used. It was reported the manufacturer representative has attempted multiple rechargers and tried using the antenna locate feature with each one but it did not work. Additional information reported the patient is being sent a new recharger. No further information reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).